Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the ventricular port would not latch correctly and noted that the output connector assembly was contaminated. It was additionally noted that the display wires were pinched with the insulation exposed. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular port is not latching correctly, causing the cable to not fully seat or click into place within the ventricular connector. The generator was returned for service. There was no patient involvement.